Event description:
On (B)(6) 2009, the associated pt received inappropriate shock therapy. Review of pt files stored within the memory of the associated crt-d revealed low pacing impedance measurements (<200ohms) and loss of rv capture. A re-intervention was performed on (B)(6) 2009 to replace the lead.

Manufacturer narrative:
(B)(4): this event concerns a device that was mfg and used outside the us. Analysis is pending.